Event description:
It was reported that the patient became hemodynamically unstable. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. After the transseptal puncture the patient started to become hemodynamically unstable. Due to the patient's condition the physician made the decision to perform a pericardiocentesis. There were no other patient complications that were reported. The patient recovered from these events and the procedure was completed successfully with the closure device being implanted in the laa. The patient has since been discharged from the hospital.

Manufacturer narrative:
H6: patient code was updated to pericardial effusion.

Event description:
It was reported that the patient became hemodynamically unstable. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20 mm watchman flx laa closure device & delivery system (wds) were used. After the transseptal puncture the patient started to become hemodynamically unstable. Due to the patient's condition the physician made the decision to perform a pericardiocentesis. There were no other patient complications that were reported. The patient recovered from these events and the procedure was completed successfully with the closure device being implanted in the laa. The patient has since been discharged from the hospital.